Manufacturer narrative:
Concomitant product: 4592, lead, implanted: (B)(6) 2002.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced with an implantable cardioverter defibrillator (ICD). It was also reported that the left ventricular (lv) lead had exhibited chronic high thresholds and the patient had been experiencing diaphragmatic and phrenic nerve stimulation from the lead. The lead was capped but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.